Event description:
It was reported that the balloon burst. The 80% stenosed, 3.0mmx 24mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, the balloon burst. The procedure was completed with another of the same device. No complications were reported and patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The device was received in two separate sections, one section consisted of hypotube and the hub/manifold and the other section consisted of hypotube, shaft and the balloon. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 600mm distal to the strain relief. Multiple kinks were also noted along the length of the hypotube. No issues were noted with the hypotube that may have contributed to the damage identified. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Due to the condition of the returned device it was not possible to inflate the balloon as per dfu instructions, as there was a complete break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of the encore inflation unit which allowed the balloon to be inflated. The returned device was attached to an encore inflation unit and positive pressure was applied. Liquid was observed to be leaking from a balloon a longitudinal tear beginning approximately at the distal edge of the distal markerband and extending distally across the balloon material for approximately 2mm. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to damage identified or the complaint incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. The 80% stenosed, 3.0mmx 24mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, the balloon burst. The procedure was completed with another of the same device. No complications were reported and patient is stable.